Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use. .

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.